Event description:
Nurse was administering a vaccine to the patient. When completed the nurse attempted to retract the needle and pushed the mechanism to do that. The needle did not retract the whole way so the nurse removed the needle that was used from the patient's thigh and was then able to retract the needle completely. FDA safety report ID # (B)(4).